Event description:
The customer reported that the system was unable to perform fluoroscopy. There is no report of injury of death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. However, the fe noted several errors in system log. A replacement hard drive and gib were installed during service. The system software and calibration files were reloaded. The system was tested and found to be working as intended and put back into service.